Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected audio/beep anomaly noted.

Event description:
It was reported that the customer experienced a high blood glucose level of 426 mg/dl. The customer reported that she was experiencing high blood glucose levels and the insulin pump did not alarm her when the reservoir was empty. When the customer heard an alarm she would look down and nothing appeared on the display screen. She contacted her health care provider for her high blood glucose levels and treated it with her insulin pump. While troubleshooting the high pressure test failed twice. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).